Event description:
A leveen needle electrode was being used for a therapeutic liver ablation. During the procedure, the pt experienced pain from a burn at the puncture site. After injecting an anesthetic and resuming the ablation, the physician heard a strange noise and removed the needle. Upon examination, it was noted that the coating on the needle had peeled off. The burn that the pt received was minor and required no additional treatment.